Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A technician from mail order pharmacy reported via phone call of delivery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer was unable to verify pump information.